Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 4076 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged and had no capture or sensing. The lv lead was capped and replaced. Upon implant of the new lv lead, the patient's right ventricular (rv) lead fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.